Event description:
It was reported that the ilet pump screen became unresponsive on the fill tubing screen, and the user restarted the ilet via the ilet mobile app with guidance from support. Symptoms included no clinical effects. Outcomes included no impact on health, no alarms, and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a transient user interface freeze with recovery after device restart, consistent with a display or touchscreen responsiveness issue. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent software-related user interface malfunction.